Event description:
It was reported by the affiliate that (3) pmw35 were used during a lap gyn procedure. It was reported by the affiliate that the instrument jammed on the tissue. (Finally removed the instrument from the skin). A new instrument was used to finish the case. No adverse pt outcome.